Event description:
This patient received gore excluder aaa endoprostheses to treat an infrarenal aortic aneurysm. In 2007, all devices were explanted due to infection and the patient's aorta was surgically repaired with a cryo-preserved aorta. The patient has a history of heart transplant, groin fistula, and previous surgical repair using a dacron graft extending to the proximal landing zone of the implanted aaa device.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.